Manufacturer narrative:
The customer was sent replacement breastshields. The product involved in the complaint was not returned for evaluation/investigation at this time.  Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump/breastshields caused or contributed to the customer¿s rash. Reported issues of rash are under investigation in (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2017, that she had developed a rash while using our 24mm breastshields. She did see a dermatologist and was prescribed triamcinolone.